Event description:
Hyperglycemia: chest pain: a pt reported that she was hospitalized for one day to undergo a cardiac catheterization because she was experiencing chest pain and hyperglycemia while using a novopen 3 device with novolin n(rdna) penfill insulin. The pt stated that nothing abnormal was detected during this procedure and she attributes the chest pains to gas. The physician prescribedprilosec, but the pt has discontinued the medication without consulting him and prefers to drink herbal tea to treat her symptoms. The pt felt that her blood glucose levels were elevated because the device in question was not delivering any insulin. She felt that the gas had developed because the device was not functioning properly and she was only injecting herself with air. The pt resumed using insulin vials(brand unk) with conventional syringes and her blood glucose levels have subsequently normalized.